Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results compared to a professional meter within 10 minutes: 414 mg/dl on the active system and 90 mg/dl on the professional meter. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.